Manufacturer narrative:
(B)(4). Results of investigation: the reported issue (unit had burnt marks on the connection) was unable to confirmed by carefusion certified service technician. Visual inspection of power flex connecter does not shows any abnormalities. However, upon review of event trace, there were several "hardware fault" alarm conditions, as precaution the hybrid board was replaced .

Event description:
The customer reported that the ventilator pigtail had burnt marks on the connection.